Event description:
On (B)(6) 2010, pt reported the up button on his infusion device was not functioning properly. This first began 2 weeks prior to report and was noticed when pt tried to bolus. Pt reported, the up button "does not make contact immediately." The infusion device will beep when button is pressed but will not vibrate as normal. Pt will press and hold the up button again, and then the infusion device will beep and vibrate as intended. Pt was unwilling to provide add'l details regarding complaint. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.